Event description:
Caller reported that the pump began burning and melting while it was charging using tandem charging supplies. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.